Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the on button on their device was not working. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was unable to duplicate or verify the reported issue. The electronic record was reviewed and it was determined that the customer is likely having issue with the acpa. After replacing the main keypad as a precautionary measure and advising the customer to replace the acpa, proper device operation was observed through functional and performance testing. Stryker product analysis center further evaluated the main keypad and was unable to duplicate the issue. A conclusive cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the on button on their device was not working. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.